Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side "minimal thin liquid area," 'symmetric lobulocytes," "distinct lobulocytes were noted in the contours," and "intracapsular thick sections." Healthcare professional additionally reported small millimetric cysts not related to the device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d1, d2a, d2b, d4, g4.

Event description:
Healthcare professional reported left side "minimal thin liquid area," 'symmetric lobulocytes," "distinct lobulocytes were noted in the contours," and "intracapsular thick sections." Healthcare professional additionally reported small millimetric cysts not related to the device. The device remains implanted.